Manufacturer narrative:
Investigation summary: level a investigation. Complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_2__; occurrence: a complaint history check was performed and this is the 1st related complaint for clog on lot # 8247785. Investigation summary: customer returned (5) 32g 4mm bd pen needles without tear drop labels attached (used), and a humalog kwikpen insulin injector (used). Consumer reported that there is no insulin flow when the consumer tries to inject. All (5) returned samples were examined and the following was observed: 3 returned pen needles with bent non-patient end cannula; 2 returned pen needles with good patient end and non-patient cannula; these samples were tested for flow and both passed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Based on the above, no additional investigation and no CAPA is required at this time investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure - the bent needles on the non-patient end of the cannulas would be the cause for no medication flowing through, hence the customer would think the needles were clogged (as reported). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: the possible root cause for this issue is: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent when fitted to the pen. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that bd ultra-fine¿ nano insulin pen needle would not allow insulin to flow. This occurred on 3 separate occasions. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: ¿material no. 320883, batch no. 8247785. It was reported that there is no insulin flow when the consumer tries to inject. This complaint was split into (B)(4) to record same issue of clog with unknown occurrence date. Verbatim: from phone call on (B)(6) 2019, 10:02:12: consumer replied, she will not contact the doctors office requesting the prescription. Consumer reported that nothing comes out of the pen needle when she injects to her skin. She doesn't do priming every time. She was not aware she has to do priming with each an each pen needle. She sometimes rotates her injection sites. She uses new needle each time of injection. Lot# 8247785; expiration date- 2023-08-31; item# 320883; samples available; it has happened with her other box, quantity unknown. Lot# unknown, samples are discarded. Offered to send the box to her doctors office or tot he pharmacy. She responded that she doesn't drive and she doesn't have prescription on the file at the pharmacy. Declined to call the doctors office to request prescription or to pick up the box."